Event description:
A customer reported an alarm issue while using the adc device with their iphone 8 with ios operating system version 16.6. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level and as a result, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who treated them with "IV and only food." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high or low glucose alarm with the freestyle librelink application. Attempted to replicate the user¿s complaint using application iphone 12, ios 16.4, 2.10.1.7653 and successfully scan and receive glucose readings in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue while using the adc device with their iphone 8 with ios operating system version 16.6 and app version 2.10.1.7653. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level and as a result, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who treated them with "IV and only food." There was no report of death or permanent injury associated with this event.